Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided tips to prevent future altitude alarms, and the caller was able to resume insulin delivery with the original cartridge without needing a replacement.